Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. The exact implant and explant dates was not reported, however, the removal procedure occurred within a month of stent placement. According to the complainant, during the planned stent removal procedure, it was noted that the advanix¿ biliary stent experienced a proximal migration. The stent was removed with the use of forceps or a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".